Manufacturer narrative:
Concomitant medical devices: w4tr01 crt-p; 479888 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead.  The lead was explanted and replaced during an upgrade procedure.  No patient complications have been reported as a result of this event.